Event description:
During a knee procedure biorci screw became damaged while being driven through the femoral tunnel. Surgeon added another biorci screw. There was about a 15 minute delay in surgery. No patient injury resulted.